Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported patient said that she had breast cancer surgery on (B)(6) 2019 where she had emi environmental exposure and since then she has experienced pain in right buttock and down lower right leg. Patient has not checked device, could not troubleshoot due to lack of access to product, and was advised to call back to check device status, and to have it checked by the physician. The patient did not turn off the device during the surgery. No further complications were reported or are anticipated.